Event description:
It was reported via clinic notes received that the pt was recently diagnosed with melanoma, experienced some recurrent seizures, and has sleep apnea. The relationship of the events to vns therapy is unk as attempts for further info have been unsuccessful to date. There was also one noted seizure when the pt "blacked out". It was indicated that the pt has a history of melanoma; however, it is unk if this refers to prior to vns or during.